Event description:
It was reported to boston scientific corporation that a rigiflex ii dilatation balloon was used in the lower esophageal sphincter during an endoscopic dilation procedure performed on (B)(6) 2022. During the procedure, the balloon ruptured at 20 psi after only one minute of dilating. The customer stated that no pieces of the balloon detached inside the patient. The procedure had already been completed successfully with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: the returned rigiflex ii dilatation balloon was analyzed and a visual examination found that the balloon burst. The he tyvek/mylar pouch is missing. With all the available information, boston scientific concludes the reported event of balloon burst was confirmed. It is unlikely a manufacturing issue since controls are in place to detect this failure mode at the manufacturing process, additionally there is no evidence that the device was not used in accordance with the IFU. Therefore, the most probable root cause is cause traced to component failure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a rigiflex ii dilatation balloon was used in the lower esophageal sphincter during an endoscopic dilation procedure performed on (B)(6) 2022. During the procedure, the balloon ruptured at 20 psi after only one minute of dilating. The customer stated that no pieces of the balloon detached inside the patient. The procedure had already been completed successfully with the original device. There were no patient complications reported as a result of this event.